Manufacturer narrative:
Device not returned to MFR.

Event description:
One day after a total knee arthroplasty procedure the pt experienced a wound separation which was closed with metal staples in the pt's hospital room.